Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient had a catheter inserted on (B)(6) 2025. During chemotherapy, fluid leaked from the puncture site, and after removal, fluid was found leaking from the middle section of the short tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a leak in the catheter shaft. No details of the leak site could be discerned in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.